Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: rupture.

Event description:
Healthcare professional reported ruptured silicone. This is for the left side. Device has been explanted and discarded.